Manufacturer narrative:
Continuation of d10: product ID: 97745, product type: programmer, patient. B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they can't get the stimulation to turn back on after they've turned it off for x rays. Patient stated are in a lot of pain not when they are sitting or lying down, but they are finding it hard to walk. Agent walked patient through turning stimulation on. The troubleshooting steps that were taken on the call resolved the issue. Pt was unable to physically reset controller, agent was unable to collect sn. Agent redirected pt to hcp for pain.

Event description:
Additional information was received from the patient (pt). They reported that they could not get in touch with their hcp. Pt noted they were scheduled a meeting and was keeping in touch. The issue has yet to be resolved.

Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(6) product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.